Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: device code 2017- excessive force.

Event description:
It was reported that the procedure was to treat the left anterior descending (lad) coronary artery with heavy calcification and heavy tortuosity. The lesion was pre-dilated and the 2.5x48 mm xience xpedition stent delivery system (sds) could not cross the lesion after several attempts due to the anatomy. Resistance was noted with the lesion during withdrawal and moderate force was applied. It was found that the stent was flared. A non-abbott sds was used to complete the procedure without issue. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported difficulties could not be determined. Factors that could contribute to failure to advance include, but are not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, interaction with previously placed stents or accessory devices. Factors that could contribute to material deformation include, but are not limited to, inadvertent mishandling during sheath/stylet removal, preparation, during use of the device, or interaction with anatomy or accessory devices. Factors that can contribute to difficult to remove include, but are not limited to, kinks, bends, procedural technique, insufficient support, or interactions with other devices. In this case, it is possible that device may have interacted with the heavily calcified, heavily tortuous lesion during advancement, causing the reported failure to advance. Further interaction with the challenging anatomy during retraction of the device, as resistance was noted, may have caused the reported material deformation, ultimately contributing to the reported difficult to remove; however, without the device to examine, this cannot be confirmed. There was no damage noted to the stent delivery system (sds) during the inspection prior to use which suggests a product quality issue did not contribute to the reported difficulties. In addition, it was reported that resistance was noted with the lesion during withdrawal and moderate force was applied. It should be noted that the xience xpedition, electronic, instructions for use (eifu) states: if during withdrawal of the catheter, resistance is encountered, re-inflate the balloon up to nominal pressure. Applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. It is unknown if the IFU deviations directly caused or contributed to the reported event. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: corrected device available for evaluation from yes to no.